Event description:
It was reported that during a wisdom tooth extraction the attachment overheated and burnt the cheek of the pt. There have been no specifics provided about the burn or its severity. There are also no details available about any medication or treatment of the injury.

Manufacturer narrative:
The attachment was received at the MFR for evaluation, and the reported condition of the overheating was confirmed after extreme test conditions were used. Based on the investigation details, the likely cause for the overheating was excess corrosion and surgical debris being "pumped" into the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which allows debris to get into the attachment. Once enough debris builds up in the attachment, it may start to corrode and then not work properly. The attachment could not be repaired and returned to the customer.